Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was in 383-393 mg/dl range. Customer went to the emergency room and was treated with long acting insulin. The customer left the emergency room after one hour in stable condition. The customer reverted to an alternate method of insulin therapy.